Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a territory manager that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 599 mg/dl at the time of the incident. The customer had gone camping and did not change their set or check their blood glucose for 4 days. The customer was at 270 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. The insulin pump will not be returned for analysis.